Event description:
The customer reported a green leak from the probe of the coulter act diff analyzer when running startup. The volume of the leak was about 2 ml and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 1/28/2015. The fse found the waste line fitting was loose. The fse reconnected the waste fitting, which repaired the leak. The repairs were verified per established procedures. (B)(4).